Event description:
It was reported in a remote transmission that the patient's right atrial (ra) lead had failed to capture and exhibited high pacing impedance measurements. The ra lead was capped and replaced during a scheduled generator exchange procedure on (B)(6) 2026. The patient was discharged with no adverse consequences.